Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of noise that resulted in episodes of automatic mode switch (ams) was noted on the right atrial (ra) lead. No intervention was performed to resolve the event and the patient was stable.